Event description:
It was reported that pump battery depleted too quickly, which caused pump shutdown and led to very high blood glucose readings that displayed as ¿high¿ with no specific value known. There was no reported need for medical assistance from another healthcare provider. Customer gave correction insulin by injection, resumed insulin delivery after pump restart, and received education from technical support on how pump settings, insulin use, and unacknowledged alerts were contributing to battery use, along with guidance on steps to reduce battery consumption; technical support concluded that battery use was normal for customer¿s pump settings and usage.